Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it getting damaged during the changeout procedure for the pulse generator for this system. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
The complaint investigation conclusion code, "unintended use error caused or contributed to event", was chosen because the information from field stated, " lead was explanted due to it getting damaged during the changeout procedure for the pulse generator for this system." This interference will explain the complaint outcomes.the complaint device was not returned by the customer; therefore, no product analysis could be performed. A review of the device history record (DHR) was performed and it identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation which has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual and there was no indication in the complaint that the product was not used in accordance to labeling.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it getting damaged during the changeout procedure for the pulse generator for this system. A new device was implanted. No additional patient effects were reported.